Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in 100 buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and sensor issues. The customer's blood glucose level was 420 mg/dl at the time of the incident. Trouble shooting was performed and change sensor alert. Customer decline taping and insertion techniques since sensor had already been pulled out. Advised sending replacement sensors. Customer returning sensor for analysis.